Event description:
This is a report of a home patient (hp) who re-used supplies while performing peritoneal dialysis therapy on the homechoice machine. As a participant in a study, the patient was directed to re-use their cassette and drain lines when performing therapy for a week. Seven days after initiating therapy, the patient developed peritonitis. The patient discontinued therapy on the homechoice machine and was treated with tobramycin sulfate ip for two weeks. Within two weeks of antibiotic therapy completion, the patient was hospitalized for a recurrence of peritonitis and was again treated tobramycin sulfate. The patient later experienced a second recurrence of peritonitis upon completion of antibiotic therapy. The patient was treated with cipro, tobramycin, cefotaxime and piperacillin sodium for the event. The patient eventually recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who developed peritonitis as a result of re-using supplies when performing therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.